Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power, there was a crack on the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: there were multiple pump reboot events observed in the pump's black box. The pump was returned with cracks in the battery compartment. The threads on the battery cap were stripped and were unable to secure to the pump. The intermittent power issue was duplicated. There was no damage to the battery compartment threads. A test cap was able to secure to the pump and was used for a 24 hour duration test with no further power issues observed. Moisture was fo und in the battery compartment. The display screen was dim and discolored.